Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6a, h4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during reaming. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Intra-operatively, the inferior glenoid was fractured during reaming with the k-wire in place. Fixation was achieved with baseplate screws. The surgeon used intra-op stabilization to resolve event and the case report indicated that it is definitely not related to the device(s) but is definitely related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 320-31-36 - glenosphere, 36mm: b033383. 320-35-02 - small superior augment glenoid plate: b005369. 322-10-00 - humeral adapter tray, +0: a924190. 322-36-00 - 145-deg pe 36mm hum liner +0: b057760. 320-15-05 - eq rev locking screw: a960713. 320-20-00 - eq reverse torque defining screw kit: b068998. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: s314758. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: s525843. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: s499963. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 6403736. 315-35-00 - glnd kwire: b053731. 315-35-00 - glnd kwire: b053732. 315-35-00 - glnd kwire: b054305. 531-20-00 - shldr gps rvrs drill kit: a180021. 531-78-20 - shouldr gps hex pins kit: a786943. A10012 - gps implant kit v2: 02000624060. 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: a968242.